Manufacturer narrative:
The c501 analyzer serial number is (B)(6). The patient's sample was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for one patient tested with tina-quant d-dimer gen. 2 on a cobas 6000 c501 module. The patient was alleged to be asymptomatic, but the c501 values are elevated. On an unknown date in 2024, a first sample collected from the patient resulted in a d-dimer value of 6.31 ug/ml when tested on the c501 analyzer. Other tube types collected during the sample collection confirmed the same value within a few days of the initial measurement. The tube types included "fl medical" sodium citrate plasma and "vacutest citrate" plasma. A second sample was collected from the patient on (B)(6) 2025 and tested on the c501 analyzer, resulting in a d-dimer value of 7.81 ug/ml. The tube used was "vacutest citrate". An aliquot of the sample was frozen and sent to another laboratory for testing on a sysmex cs 5100 analyzer, resulting in a d-dimer value of < 190 ug/l (< 0.190 ug/ml). On (B)(6) 2025, a frozen aliquot of the second sample was thawed and repeated on the c501 analyzer, resulting in a d-dimer value of 7.82 ug/ml. This aliquot was sent to other laboratories for testing. When another laboratory repeated it using the vidas biomerieux elfa methos, resulting in a d-dimer value of 480 ng/ml (0.48 ug/ml). When another laboratory repeated it using the citest fluorescense test, the d-dimer value was 0.19 ug/ml (negative).

Manufacturer narrative:
Calibration and controls were acceptable. The patient's sample was provided for investigation. Investigations have determined the sample contains an interfering factor. There is most likely a heterophile antibody interference, as immunoglobulins and kappa/lambda results were within reference ranges, and rf was reported as recovering below the measuring range of the assay. The issue is considered a rare case of non-specific agglutination. The investigation did not identify a product issue. Please note that tina-quant d-dimer gen. 2 is not approved for use in the united states nor is it like or similar to a product approved for use in the united states.